Event description:
Pt developed swelling at the surgical site post achilles tendon repair with orthadapt augmentation. Approx six months post repair, the physician removed the graft; approx 40 cc of fluid was drained (culture results were negative for growth). Physician indicated, the tendon was healed.

Manufacturer narrative:
Based on available case info, the likely cause of the event is due to inflammation; at this time, there is no evidence the event is related to the orthadapt bioimplant. The product was not returned for eval; however, a review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.